Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377845, lot# v013536, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v013536, implanted: (B)(6) 2006, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer reported the patient died. When asked if it was related to the device or therapy the consumer stated yes but then stated "no it was pneumonia. She went to the hospital to make sure the device was working because it lost its' effectiveness, and to see if there were any other medications she could have."the consumer then stated s and no, it certainly wasn't to blame, but the device wasn't working, and she didn't feel it since about a month prior," but the device was not to blame for the patient's death. Relevant medical history includes peripheral neuropathy.

Event description:
Additional information received from the consumer reported the patient did not go to the hospital for their stimulator; they went to the hospital because of the pneumonia. "The stimulator had nothing to do with her passing." She had the implantable neurostimulator (ins) implanted "years ago for leg pain." She charged it periodically and then it worked. It just didn't work as well as when she first had it put in. The consumer stated it was like she got used to it, so it didn't help as much. The ins had not been checked by a manufacturer's representative (rep).